Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults could be detected. Leonhard lang provides only a semi-finished product, the customer adds labeling and instructions for use. The instructions for use have not yet been made available to us. It is thus not possible to assess, what requirements the IFU states regarding skin preparation and electrode attachment. We will provide a follow-up report as soon as this information will be made available to us. Device not returned.

Event description:
On april 26th, 2018, we have been informed that a patient was injured during a left knee rhizotomy procedure at (B)(6). A non monitoring dispersive electrode dgp-pmc (based on model wr01) and a halyard/kc/baylis generator were used. The dispersive electrode was placed on patient's left thigh. The hospital stated that before the procedure was started that the patient was very oily and the grounding pad was not sticking well. "They said they kept trying to do the case, over and over, with just that tiny edge of the grounding pad on the patient." The hospital stated that a first degree burn was noted at the patient. However, a picture provided with the complaint shows a black burn mark of 1 x 3 cm. Based on tis picture, we assume the injury actually is a third degree burn. The position of the injury was on the corner edge of the hydrogel area. A picture of the plate shows one damaged spot at the far right corner to the connecting tab. The wound was treated with an antibiotic (keflex 500 mg) and silvadine topical cream. Healing was described as appropriate. No information about the generator setting, the duty cycle, the duration of the procedure and how the skin was prepared by the hospital have been disclosed to us.

Event description:
On april 26th, 2018, we have been informed that a patient was injured during a left knee rhizotomy procedure at (B)(6). A non monitoring dispersive electrode dgp-pmc (based on model wr01) and a halyard/kc/baylis generator were used. The dispersive electrode was placed on patient's left thigh. The hospital stated that before the procedure was started that the patient was very oily and the grounding pad was not sticking well. "They said they kept trying to do the case, over and over, with just that tiny edge of the grounding pad on the patient." The hospital stated that a first degree burn was noted at the patient. However, a picture provided with the complaint shows a black burn mark of 1x3cm. Based on tis picture, we assume the injury actually is a third degree burn. The position of the injury was on the corner edge of the hydrogel area. A picture of the plate shows one damaged spot at the far right corner to the connecting tab. The wound was treated with an antibiotic (keflex 500 mg) and silvadine topical cream. Healing was described as appropriate. No information about the generator setting, the duty cycle, the duration of the procedure and how the skin was prepared by the hospital have been disclosed to us.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults could be detected. Leonhard lang provides only a semi-finished product, the customer adds labeling and instructions for use. After several requests the instructions for use have been made available to us. The IFU explicitly states "ensure that the electrode is in full contact with the patients skin at all times." The IFU also states that the "application site should always be clean and dry". The initial report stated that the patient was very oily and the grounding pad was not sticking well. "They said they kept trying to do the case, over and over, with just that tiny edge of the grounding pad on the patient." We therefore conclude a user error caused or contributed to the event. Device not returned.